Event description:
It was reported that during central processing, the tip-up fenestrated grasper instrument was found with a defective wire (metal ring on the wire). The damage was detected before sterilization. The customer always checks the instruments before reprocessing. The most recent procedure in which the instrument was used was completed with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was a slipped silver part on the wire itself. There was no further information.

Manufacturer narrative:
The tip-up fenestrated grasper instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is being reported based on the following conclusion: it was reported that the instrument was found with a defective metal ring which could contribute to a potential fragment. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. The instrument was found to have the cable crimps dislodged from the grip-crimp location. The root cause of this failure is attributed to component failure. The complaint regarding defective wire was confirmed by fa, which indicates that the device did contribute to the customer reported issue, however, fa found no fragments missing from the instrument.

Event description:
Refer to h10/h11 for follow-up information.